Manufacturer narrative:
Add'l PMA/510(k): k130596. Us reporting agent notified on (B)(4) 2014. MFR site eval: visual inspection: instruments arrived unpacked and contaminated. One of the pl720su instruments arrived without the green rotation knob. Eval results are for the pl720su with rotation knob; the jaws of the instrument displayed only minor contamination (dried blood). Electrical and mechanical parameters were evaluated. The electrical parameters are within spec. The mechanical parameters are within spec.

Event description:
Country of complaint: (B)(6). After using these products for two months (caiman pl720su and pl730su), the sealing performance is suddenly no longer satisfactory. After the acoustic "o. K." Signal, there is still bleeding, even on anaemic tissue. Device 1 of 3. See 2916714-2014-00133, 00135.